Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had blood in his urine. The pt was admitted to the hospital with severe hemolysis, frequent power spikes, power elevations, and pump stoppages. The hospital planned to turn the pump off and use a balloon pump and inotropes if necessary. The pt was moved to the 1a transplant list. The hospital also reported that the pt had a stroke a month ago.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.